Event description:
(B)(4). Abdominal pains began and have continued to progress since. First saw family pcp in (B)(6) 2013. Blood work and stool studies all normal. Returned to doctor in (B)(6) with no relief and told they couldn't find anything wrong. Saw another doctor fall of 2014. Saw obgyn in (B)(6) of 2015. Ultrasound ordered that showed ovarian cyst. Abdominal pain persists and continues to get worse. I have put on (B)(6), I feel bloated all of the time, feels like there is something inside me pushing my stomach out. My periods went from 30-31 day cycles since I began menstruation to 20-21 day cycles with heavy, clotty bleeding that now lasts 7 days as opposed to 5 days. I get headaches, a metallic taste in my mouth and have constant pain, gas, and severe bloating. This device was provided by my insurance company, I was told by my obgyn that the insurance company would not cover a tubal ligation unless I had a c-section with my last pregnancy. This affects my life on a daily basis!